Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The first photo provided shows the label and it matches that in the report. The second photo shows an endoscopic image of the device, and one band has been deployed on the table top and was not constricting as intended. Four sealed devices (two from the lot number in the report and two from other lot numbers) were returned and evaluated. Sealed device #1, lot w4694387: our laboratory evaluation of the product said to be involved could not confirm the complaint as described, the device functioned as intended. All components were included. The device was functionally tested. The multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The distal end of the endoscope with the barrel attached was placed in a water bath of 37 degrees celsius to simulate body temperature. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired while submerged in the water bath. Although the device was expired, it was observed that the bands constricted and functioned as intended. A visual examination of the device was performed. The trigger cord was examined and all twelve deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and was within the tolerance. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Sealed device #2, lot w4695291: our laboratory evaluation of the product said to be involved could not confirm the complaint as described, the device functioned as intended. All components were included. The device was functionally tested. The multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The distal end of the endoscope with the barrel attached was placed in a water bath of 37 degrees celsius to simulate body temperature. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired while submerged in the water bath. Although the device was expired, it was observed that the bands constricted and functioned as intended. A visual examination of the device was performed. The trigger cord was examined and all twelve deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and was within the tolerance. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Sealed device #3, lot w4696841: our laboratory evaluation of the product said to be involved could not confirm the complaint as described, the device functioned as intended. All components were included. The device was functionally tested. The multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The distal end of the endoscope with the barrel attached was placed in a water bath of 37 degrees celsius to simulate body temperature. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired while submerged in the water bath. Although the device was expired, it was observed that the bands constricted and functioned as intended. A visual examination of the device was performed. The trigger cord was examined and all twelve deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and was within the tolerance. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Sealed device #4, lot w4696841: our laboratory evaluation of the product said to be involved could not confirm the complaint as described, the device functioned as intended. All components were included. The device was functionally tested. The multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The distal end of the endoscope with the barrel attached was placed in a water bath of 37 degrees celsius to simulate body temperature. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired while submerged in the water bath. Although the device was expired, it was observed that the bands constricted and functioned as intended. A visual examination of the device was performed. The trigger cord was examined and all twelve deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and was within the tolerance. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: sealed devices: our evaluation of the returned, sealed devices was unable to confirm the report. The bands deployed and constricted as expected. Prior to use device: our evaluation of the photos provided confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of the mbl bands not tight enough to function appropriately. The product said to be involved is included in the scope of the corrective actions. The photos provided show that the user deployed bands during test firing performed outside the patient. Based on the root cause investigation of the CAPA, benchtop deployment is not representative of in vivo use. The bands have optimum elastic properties at body temperature. They are designed to recover to their original size at body temperature. Inadequate storage conditions can contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The first photo provided shows the label and it matches that in the report. The second photo shows an endoscopic image of the device, and one band has been deployed on the table top and was not constricting as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of the mbl bands not tight enough to function appropriately. The product said to be involved is included in the scope of the corrective actions. The photos provided show that the user deployed bands during test firing performed outside the patient. Based on the root cause investigation of the CAPA, benchtop deployment is not representative of in vivo use. The bands have optimum elastic properties at body temperature. They are designed to recover to their original size at body temperature. Inadequate storage conditions can contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available

Event description:
During an esophageal variceal ligation, the physician was preparing to use a cook 6 shooter saeed multi-band ligator. It was reported that they deployed some bands outside the patient because they didn't need that many and to allow more visibility. The doctor immediately noticed that the black bands curled up, while the white ones remained the same as in the photo. We opened a new package with a different lot number. This one worked well when they tried the band in advance. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.